Manufacturer narrative:
(B)(4). Regurgitation originating from the central coaptation point of a valve is known as central leak and can occur if the motion of the leaflet cusps is restricted. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd, a common reason for reoperation, can encompass multiple failure modes causing the leaflet motion to be restricted leading to abnormal coaptation. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was not able to be completed as information about the product was not provided. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that ten (10) years, three (3) months post-implantation of this 27mm bioprosthetic aortic heart valve, a transcatheter valve was implanted (valve-in-valve) due to degeneration leading to central regurgitation (+3). A 29mm transcatheter valve was implanted via transapical approach and the patient was noted to be hospitalized in stable condition, post-operatively.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmalogical intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event.

Event description:
Through follow up with the healthcare provider edwards learned the failing 27mm valve had calcific degeneration. As reported, the leaflets were degenerated and were not correctly coapting and closing. The patient was discharged with good hemodynamics values.